Manufacturer narrative:
B6: added data. The gore® tag® conformable thoracic stent graft with active control system tgmr404020e / 20778850 was returned to gore without deployment handles or deployment lines. The engineering evaluation could not confirm the event description with the returned components. Therefore, a root cause for secondary deployment not occurring could not be determined with the currently available information. H6: code 22: according to the gore® tag® thoracic conformable thoracic stent graft instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: deployment failure.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent thoracic endovascular repair and was treated with two gore® tag® conformable thoracic stent grafts with active control system. Initial deployment of a tgmr404020e component to intermediate diameter was performed without problems. When actuating secondary deployment, the secondary deployment line was observed to initially emerge for a few cm but then overwhelming resistance was felt and it was no longer possible to continue with pulling the line. The physician then carefully checked all other lines using a pair of pliers to verify that the resistance issue was confined to the secondary deployment line alone and then forcefully pulled the line in an attempt to overcome the resistance. However, no further deployment ensued and the device remained at intermediate diameter. With the intermediate diameter being less than the patient's aneurysm diameter, the graft also migrated for a length of about 10 cm distally into the aneurysm. To avoid surgical conversion, a gore® tri-lobe balloon bcl2645 was inserted into the tgmr404020e component and the graft was moved back up to the intended location. Subsequently, the tgm was dilated with the balloon to full diameter throughout its entire length. A second tgmr404010e component was placed distally as planned and the procedure concluded without further reported issues. The physician confirmed a line break was suspected as a likely cause for the failed secondary deployment.